Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt had clunking sound and sensation in the knee, so the surgeon revised."